Event description:
A customer reported an issue with the touchscreen of their pump, which was unresponsive and would freeze, preventing interaction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, which the customer chose to implement, resolving the issue at that time. Instructions for resetting the pump were also emailed, and the customer was advised to call if the issue reoccurs.